Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the actual device was returned to the manufacturer for physical evaluation. Exterior visual inspection showed no signs of physical damage. A simulated treatment was performed and completed without any failures or problems. The resulting treatment data reflected the programmed treatment settings. The cycler weighed fill volume values were within tolerance. Mechanical testing was performed and passed. There were no discrepancies encountered in the internal inspection of the cycler. The incident of overfill was not confirmed via testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported a drain of 8,382 ml in drain 2. The patient's prescribed fill volume was 2,000 ml during a continuous cycler assisted peritoneal dialysis treatment. The 8,382 ml is 419% of the fill volume resulting in a reportable malfunction. During follow up the patient's spouse reported that the patient experienced no adverse event as a result of the overfill.